Event description:
It was reported that a homechoice cassette leaked. This was further described as "small cut holes in the patient valve portion of the cassette and in the surrounding packing material". This occurred during use for automated peritoneal dialysis therapy via a claria automated pd cycler. The patient was not connected at the time of the event. Renal therapy services (rts) advised the patient to start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. Upon further questioning, the patient admitted to using a knife to open the cardboard box used for shipment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). Daugaard peters, christian, and trojaner rossel, petra r., ¿avoid sharp objects when unpacking peritoneal dialysis ¿ a rare case of severe pneumoperitoneum in automated peritoneal dialysis (apd).¿ peritoneal dialysis international, vol. 41, no. 6, 2021, pp. 584-585. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.